Event description:
It was reported to medtronic neurosurgery that while removing the lumbar catheter for a lumbar drain, the catheter broke off in the patient. According to the report, there was no injury to the patient and the patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.